Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient developed infection(staph) at their ipg site. As a result, the patient was taken into surgery wherein the entire scs system was explanted to further address the issue. Reportedly, the patient is still hospitalized from the issue.

Event description:
It was reported that the patient underwent an unrelated surgical procedure on (B)(6) 2019 and was then closed with no health complications. The patient is no longer hospitalized.